Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported glidescope core smart cable used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported image issue. Upon visual inspection, it was identified that the metal shielding around the smart cable's hdmi connector was missing which resulted in being unable to form a secure connection. When attempting to connect to known, good, test verathon equipment, the smart cable failed to be recognized. The customer's smart cable failed verathon's device functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of the evaluation, the glidescope core smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for this device. Corrective action is currently not required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the display initially showed no image and then flickered on-and-off when the cable was manipulated. The customer stated that there was a loose connection where the smart cable's hdmi connector attaches to the glidescope spectrum single-use video laryngoscope. The procedure was completed using a backup verathon glidescope system, which was made available in an unspecified amount of time. No harm to the patient was reported.